Manufacturer narrative:
H10: the navio surgical system (part number npfs02000), used in treatment, had an issue when there were many green points on the lateral side of the tibia during tibia free collection implant rotated 90 degrees during tibial planning of a procedure on (B)(6)2018. DHR review found that the software version (navio 5.2) has been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system logs were returned for evaluation and an initial visual/functional evaluation confirmed the reported problem. The case was reloaded onto an in-house system. During tibial free collection, the bone model was showing such that all of the points were being taken on one condyle, instead of both. Removing one point from the collection then returned the points to normal so that they were on both condyles. If the surgeon collects many points in one area and pauses, it is possible that the algorithm gets stuck in local minimum and does not recover to the correct solution. For an immediate resolution to this issue, it is recommended that the registration should start fresh from the coarse registration and the algorithm maybe less likely to get stuck in a far-away local minimum. Free collection changes were integrated to navio 6.1 and future software versions for tka application. The root cause of this issue was determined to be software failure.

Event description:
It was reported that during tibial free collection in tka case the lateral side of tibia had many dark green points. Painted a ton of points and eventually started to turn bright green. During tibial planning, the implant defaulted to fit the lateral side of the tibia only, and was externally rotated 90 degrees to fit. At that point, verified checkpoints which were good and went back to free collection. Redefined the tibial rotational axis by sliding the point probe along the eminence in the ap direction. The rotation was adjusted approx. 8 degrees. The ml axis looked normal. Went back to planning, and the image was still rotated the wrong direction. Exited case. Created a new patient and restarted case.